Event description:
It was reported that this right atrial (ra) lead experience a dislodgment, as a result this lead was explanted. This lead was successfully replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.